Event description:
On (B)(6) 2012, the patient contacted animas to make sure his animas insulin pump is working accordingly per the doctor's request. The patient was admitted into the hospital and was treated for dka and unexplained 545 mg/dl on (B)(6) 2012. At the time of concern, the patient was taken off of insulin pump therapy and placed on insulin drip at 5 units per hour in the ICU. During the review of the animas insulin pump, the history showed the patient received several warnings including "pump is not primed," empty cartridge, and battery alarms. It was noted that there was no record of the pump was primed after the battery and cartridge replacement on the day of concern prior to the patient's hospitalization. The patient resumed insulin pump therapy at 11 am on the day of the call to animas. There was no product misuse. There was no evidence of a product malfunctioned associated with the alleged incident. This complaint is being reported because the patient required medical intervention for dka while on insulin pump therapy. It is not clear whether diabetes management, use error, or intentional misuse was involved the alleged incident.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: a retained cartridge sample from lot # b201855 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.